Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01367. It was reported that the device was kinked. A left atrial appendage procedure was being performed. A watchman® access system (was) was positioned in the patient. A 24mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed, but was too small for the laa. The device was fully recaptured and removed. A 27mm wds was then advanced. The closure device was deployed and "withdrawn several times." The device was removed and it was noted that the was and the wds were kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The returned device was bloody. The implant was received inside the sheath, and was deployed during lab analysis. The hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the sheath, anchor damage, tip damage (tricuts slightly flared/ abrasions), and sheath damage (abrasions). The implant was consistent with reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01367. It was reported that the device was kinked. A left atrial appendage procedure was being performed. A watchman® access system (was) was positioned in the patient. A 24mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed, but was too small for the laa. The device was fully recaptured and removed. A 27mm wds was then advanced. The closure device was deployed and "withdrawn several times." The device was removed and it was noted that the was and the wds were kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.